Manufacturer narrative:
The investigation for the pump stop has been completed. The impella was returned for evaluation. Upon visual inspection, the pump had a large purge gap. Field data log inspection confirmed that alarm 115 was triggered, however, motor current spikes only reached 1481 ma. Additionally, there were two distinct motor current spikes in the logs leading up to the pump stop. The root cause of the pump stop was determined to be bearing wear due to operation of the pump outside of the specified design life. Added- d9 device return date g1-corrected MFR site name and address.

Event description:
The user facility reported a male patient of unknown age, race, and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump stopped and attempt to re-start was unsuccessful. The pump was switched off and pulled into the aorta. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: impella stopped. ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿